Manufacturer narrative:
Customer initially contacted hologic to inquire about the contents of the panther bleach bottle, during which hologic learned of this event. Hologic informed customer that the panther bleach bottle contains a sodium hypochlorite (naocl) solution with concentration of 5%-8.25%. Customer additionally reported that this incident occurred while the operator was addressing an undeactivated waste message on the panther fusion plus instrument. Per customer lab procedure for undeactivated waste, operators add an equal volume of bleach to the liquid waste bottle before disposal. Hologic performed a risk assessment and noted no product impact. Hologic has not been informed of any adverse outcomes related to this issue. Other.

Event description:
On (B)(6) 2025, a customer reported that while changing the liquid waste on the panther fusion plus instrument (B)(6), an operator bumped the panther bleach bottle on a countertop and accidentally splashed bleach up into their eye. Operator was not wearing eye protection at the time and immediately flushed the eye with water. Customer reported there were no injuries and the affected operator had no subsequent issues with the impacted eye. Hologic has not learned of any further treatment or adverse outcomes related to this event.